Event description:
It was reported that the subject device had too much pressure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: d4 UDI, d9, h6. The error log file was analyzed: when the air supply was turned on, the pressure rose to nearly 80 mmhg. The tube became clogged before the air supply was stopped. The air supply was stopped, and the overpressure was displayed. When the air supply started, the overpressure display momentarily appeared. Then, the tube clog warning was displayed. Based on the results of the investigation, it is likely the following led to the malfunction: due to a scratch on the control board, the equipment does not work properly. The observed damage is consistent with mechanical stress, such as improper insertion of a connector or excessive mechanical load during handling (e.g. Plugging/unplugging or lateral force applied to the cable). A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.